Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high right ventricular capture thresholds and low ventricular sensing. The physician suspected the lead micro-dislodged or exit block. The right ventricular lead was explanted and replaced. The patient was stable.